Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector leaked due to a disconnection. During a intra lipid (il) and tpn (total parenteral nutrition) infusion, the tubing disconnected from the y-site. The nurse covered the ¿exposed cap¿. The line was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.